Event description:
Patient presented to the physician with a knot at the neck incision site, causing pain. Imaging was performed, revealing a seroma. Physician brought the patient into the operating room, and upon surgical exploration, the stimulation lead was found intertwined within a cyst. Physician removed the cyst and closed the incision.